Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 3023 (lot #nbv132662h) showed no anomalies and was functionally okay. The device output was tested at the broken end of the lead. Good, stable output was observed on each electrode pair when connected to the broken end of the lead. Final analysis of lead model 3889 (lot #v005285) showed all conductor wires were broken 4.8 cm from the distal end at the most proximal tine (returned in 2 segments). All of the conductor wires were crushed and tool marks were present 5.7 cm and 9.3 cm from distal end. Marker band b was missing. A functional test was conducted on the distal segment of the lead where the continuity was found to be acceptable and no shorts were seen. Final analysis of the extension model 3095 (lot #nah029097v) showed no anomalies and was functionally okay.

Event description:
It was reported that the neurostimulator was not functioning and was explanted. No patient injuries were reported.